Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery alert, replace battery now alarm, power loss alarm or low battery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replaced battery now alarm. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump did not received low battery alert prior to replace battery now alarm. This was the second occurrence of replaced battery now alarm. Insulin pump will not be returned for analysis.